Event description:
According to the reporter, prior to use, the power shell would not close on power handle, also the side fins would not snap down on control shell prior to the procedure on the back table. Another shell was used without issue. There is no patient involved in the event. No additional information given for the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product problem is not reportable.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. No visual abnormalities were noted. The clamshell showed that it had been used. The shell was reset and the pmv handle properly recognized the shell and showed the device was ready for use. The shell properly closed and the fins snapped into position properly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.